Manufacturer narrative:
Findings: passed pump the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant events leading to the alarm. Customer uses the sensor feature on the pump. The customer was advised that the alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.